Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up medwatch will be sent if additional relevant information becomes available.

Event description:
This is a report of peritonitis and death coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient had a break in aseptic technique which caused peritonitis manifested by cloudy effluent and abdominal pain. The patient was treated with amikacin and vancomycin for peritonitis. It is unknown if the patient recovered from the event of peritonitis. While hospitalized, the patient experienced uremic encephalopathy secondary to diabetes mellitus nephropathy and septic shock and was intubated. Additional treatment was not reported. The patient died three days after hospitalization. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). Additional information: the patient did not recover from the event of peritonitis prior to death.